Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. The rv lead revision done 6 days s/p implant and was successfully repositioned. Additional information received indicated that lead dislodgement was confirmed via device based testing and fluoroscopy. The clinical observation prior to lead dislodgement was high pacing threshold with loss of capture. No additional adverse patient effects were reported